Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1960.15597 mcg/day, bupivacaine 20 mg for a total dose of 19.60156 mcg/day, and hydromorphone 5.6 mg for a total dose of 5.48844 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported increased pain over the last month. Under infusion of pump on (B)(6) 2020, the expected volume was 10.5 and the removed volume was 21. A catheter dye study was order. On (B)(6) 2020 a catheter dye study was performed for increased pain. The catheter dye study failed as there was a dynamic kink in the catheter. No action was taken. It was noted it required surgical revision and surgical revision was planned for (B)(6) 2020. The outcome of the event was noted as ongoing. The device diagnosis was catheter kink. The clinical diagnosis was increased pain. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on 2020-dec-16. It was noted on (B)(6) 2020 surgical intervention occurred where the kink portion of the catheter was removed. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient had a pump refill on (B)(6) 2020 with ordered changes. Tele showed the expected residual volume to be 10.5 and 21 was removed. The patient had been complaining over the last month of increasing pain and sudden numbness in the left leg and foot. They would like the patient to have a catheter dye study. The expected longevity of the pump was 48 months and pump replacement was not recommended at this time. The patient would have a catheter dye study to verify patency. It was further reported there was a negative draw into the pump at the start of the fill. The pump was filled over approximately one minute. Upon completion of the fill, the needle was removed, and direct pressure was applied to the site. The patient¿s pump was electronically analyzed and reprogrammed during this procedure. At this visit, they increased the hydromorphone from 5.4886 mg/day to 5.7826 mg/day. They were continuing bupivacaine at 19.602 mg/day and fentanyl at 1960.2 mcg/day without changes. The patient¿s new pump alarm date was (B)(6) 2020 and the patient was discharged in stable condition. It was further reported on (B)(6) 2020, the collet was replaced and would be returned. As reported, the patient had a volume discrepancy and increased pain. The patient had a failed catheter dye study (cds) on (B)(6) 2020 and they were unable to aspirate the catheter. In surgery it was noted that the kink in the ascenda catheter around the collet was causing therapy issues where the patient was not receiving all his medication/dosing. Once the collet was removed from the spinal segment it was flowing freely with cerebrospinal fluid and the doctor pushed preservative free normal saline (pfns) through the catheter access port and it was aspirating smoothly after that. The patient also reported the pump was clicking when he tapped it and it ¿sounded empty¿. He also reported that the pump moved around in the pocket, and the doctor stated that it was secure in the pocket. It was also reported that the nurse whom fills his pump did not get into the septum right away and it was sore for 24 hours after his fills from her moving the needle around to access. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿

Manufacturer narrative:
H6. Eval code method code: b17 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative indicated that the report that the nurse did not get into the septum right away and there was a negative draw into the pump came from the patient. There were no reports of issues from the staff according to the fill report. The hcp assessed the pump and stated that it was not moving around and there were no issues. There were no external/environmental/patient factors that may have caused or contributed to the pump movement and trouble locating the refill septum. No actions/interventions were taken related to the pump in the operating room.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#/serial#: (B)(6), implanted: (B)(6) 2018, product type: catheter. H3: the catheter was returned and analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.